Manufacturer narrative:
The set screw issue and resolution were previously documented in a separate regulatory report. The information was pertaining to this event and has been corrected. Continuation of d11: product ID 978b128, lot# va28aes, implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were no issues with the motor responses. The cause of the high impedance was determined to be a connection issue, the set screw would not tighten thoroughly. The doctor tried to reseat the header and tighten it 2x, but they could still pull the lead out of the header, a new ins was used to resolve the issue.

Manufacturer narrative:
H3 product analysis #(B)(4):analysis information -- (B)(6) 2020 11:29:34 cst pli# 30 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Lot#: unknown, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were implanting a lead and the caller indicated that at default settings, all values were out of range. During the call, all values with 0 were greater than 4 thousand ohms. The caller indicated that they increased the parameters (amp to 2.5 v, pw to 90us and up to 300 us) and reran the impedance test multiple times. The hcp removed, dried and reseated the lead multiple times. The wrench clicked when tightening the set screw on the lead. They were getting motor response during the electrode impedance test and it was uncomfortable for the patient at higher amplitudes. Technical services had the caller activate program 1 and look for a motor response. They were getting response from the toe. Technical services had the cycling set to 3s on and 3s off. The caller indicated that at 0.3 v, they were seeing good toe flexion. The caller set up a program with c+ 0- and they were getting motor response at 2.2 v. Technical services reviewed information about the system. The caller was going to follow up with the hcp to make a judgement about how to proceed with the case. There were no patient complications reported as a result of this event.